Event description:
It was reported that (2) devices were used an unknown procedure. It was reported by the affiliate that the tlc10, with tcr10, the staples would not deliver. Another instrument was used to complete the case. There was no consequence to the pt.